Manufacturer narrative:
The product sample returned consisted of one tenckhoff cath t202. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. After visual inspection, a hole could be appreciated near the titanium adapter. During underwater test (functional test), bubbles were detected coming out near the titanium adapter. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or a sharp object). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection during production, which would identify cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the patient informed the pd nurse that the tenchoff catheter leaked during home treatment. The doctor pulled and replaced the catheter with a new one. The leak was located near the titanium adapter. No patient injury or medical intervention.